Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient experienced bloody stools and diarrhea. The patient¿s blood parameters were within range, inr was 2.37 and activated partial thromboplastin time was 48 seconds. The patient¿s anticoagulation at the time of the event included marcumar and aspirin. Aspirin dosage was reduced from daily to every second day. On (B)(6) 2017, bleeding and diarrhea were still ongoing. The patient¿s blood parameters were within range, inr was 2.30 and activated partial thromboplastin time was 49 seconds. On (B)(6) 2017, the patient was electively admitted to the hospital. Bleeding and diarrhea were still ongoing. The patient¿s inr was 2.6 and partial thromboplastin time was 56 seconds. The small intestine was inspected and a colonoscopy was performed. The patient was found to have mild antral gastritis and distal colitis. Bleeding of the diverticula in the colon ascendens was treated with a hemoclip. The bleeding stopped and new unspecified medication was added. The patient¿s hemoglobin level was always stable. On (B)(6) 2017, the patient was discharged with an inr of 2.24 and activated partial thromboplastin time of 50 seconds. No additional information was provided.